Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that a patient had missed a refill date because the patient did not know to watch the personal therapy manager (ptm) date and the clinic did not get the medication in time for the refill. The patient had a low reservoir alarm on (B)(6) 2015 and wasn¿t able to be seen. The patient had experienced a change in therapeutic effect. The patient was refilled the day prior to the report. The volume in the pump was down to 1ml and the patient had experienced withdrawal symptoms. It was stated that the patient let the pump get too low and they tried taking oral baclofen on the day prior to the report. It was noted that a dual toned alarm could be heard from the patient¿s pump. The patient was exhibiting signs of confusion but when the patient woke up on the day prior to the report, he didn¿t know how to get out of bed. The patient also had spasticity at the time of the report. It was thought that it may take a couple of days to ¿level out¿ again but it was noted that the patient was much more lucid. Additional information received reported that the pump logs showed a low reservoir alarm on (B)(6) 2015 and an empty reservoir alarm on (B)(6) 2015. 1.5ml was aspirated back. The print-out showed 41.1ml dispensed since the last refill. It was noted that the patient felt better a couple of days after the refill. Additional information received reported the patient¿s symptoms were being tired and spacy. The cause of the volume discrepancy was not determined. The pump was infusing baclofen (compounded). The patient had recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.